Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13812. It was reported that the device exhibited an alert for high voltage circuit damage. A couple of days later, the patient had an episode of ventricular tachycardia and the device failed to deliver a shock. A high voltage (hv) lead malfunction was suspected. During the replacement procedure, insulation damage was noted on the hv lead. The lead and device were explanted and replaced. The patient was stable.